Manufacturer narrative:
H10: additional information was received, and the file was reassessed for reportability and determined to be reportable as serious injury. H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. The investigation is inconclusive for the reported lumen kink, poor flow, catheter degradation, opacification, flush and suction issues as no objective evidence was provided for review. The definitive root cause could not be determined based upon available information, but repeated clamping in a similar location, acute/sharp angles, or degradation, such as from inappropriate chemical exposure, may have made the tubing more prone to kinking/deformation and degradation, leading to flow problems and discoloration. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: g3, h6 (device, method). H11: b1, b5, h1, h6 (patient). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that one day post a dialysis catheter placement, the arterial and venous lumen was allegedly kinked and which allegedly not provided the enough flow to continue with the session. Reportedly, the catheter was replaced. The current status of the patient was unknown.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that one day post a dialysis catheter placement, the arterial and venous lumen was allegedly kinked and which allegedly not provided the enough flow to continue with the session. There was no reported patient injury.